Event description:
It was reported that the patient was seen in the emergency department dur to a possible lead fracture. The nurse practitioner reported that the device was interrogated and there were no issues detected. It was reported that the patient would be scheduled for a chest x-ray to evaluate possible lead issues. It was reported that the patient was scheduled for generator replacement. The patient underwent generator replacement. The lead was not replaced. The explanted generator was received for analysis on (B)(4) 2014. Analysis is underway, but has not been completed to date. Further follow-up revealed that the patient was seen in the emergency room for a self reported lead fracture. It was reported that the patient was later seen by the neurologist who confirmed device diagnostics were within normal limits. It was reported that the generator was replaced prophylactically. Attempts to obtain additional relevant information have been unsuccessful to date. A lead fracture has not been confirmed to date.

Event description:
It was reported that the generator was checked prior to replacement and device diagnostics were within normal limits. Device diagnostics with the new generator connected to the existing lead was also within normal limits indicating that the lead was functioning as intended. There were no visible discontinuities with the lead at the time of explant. It was reported that the generator was at eri - no at the time of explant and that the generator replacement was most likely performed prophylactically. Analysis of the generator was completed on 10/06/2014. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator.